Event description:
It was reported that a revision surgery was performed, although no info has been provided about the reason for the revision. It has also been reported that during this surgery, a screw broke under torque and about 1 cm of the screw remained in the distal stem.